Event description:
A us distributor reported that a patient's battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a patient's battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction.